Event description:
As the device was being removed from the wide neck middle cerebral artery aneurysm, it became tangled. As the physician continued to withdraw the device, it detached from the pusher wire and migrated into the internal carotid artery (ica). The physician was unable to retrieve the device. The following day, the pt died due to thrombosis in the ica. The physician stated "the death [was] down to a series of unfortunate events, and not the coil behavior". No other info has been received.